Event description:
It was reported that reporter stated that the balloon in a foley catheter did not deflate and required to visit to the emergency room and a urologist to have it removed. Also stated that they used foley catheters daily at home and when they were unable to remove the catheter, they went to the emergency department on (B)(6) 2024. The emergency room was unable to deflate the balloon or remove the catheter and referred them to the urologist. The urologist was able to remove the catheter on (B)(6) 2024 and notified the patient to avoid this specific lot number. Reporter stated that 49 catheters from their home supply have mismatching lot numbers on the packing and they were unable to identify which catheters had the defective lot number. It was noted that the given lot # was ngjv0660. Per follow up via phone on 28jan2025, it was reported that the lot # on the foley was ngvv0660 and on the package was the lot #ngjv1075. The customer stated that he receives the supplies from adapt health. Adapt health replaced the defective foley but those was misbranded also. The lot numbers on the package did not match the lot number on the foley. Customer had a total of 49 foley with mix matched lot numbers and he was advised by his insurance (bcbs anthem) to discontinue use of the misbranded foleys. The customer also wants to be reimbursed for the trips to the ER, gas, food, hotels, trip(s) to the mayo clinic in rochester.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that reporter stated that the balloon in a foley catheter did not deflate and required to visit to the emergency room and a urologist to have it removed. Also stated that they used foley catheters daily at home and when they were unable to remove the catheter, they went to the emergency department on (B)(6) 2024. The emergency room was unable to deflate the balloon or remove the catheter and referred them to the urologist. The urologist was able to remove the catheter on (B)(6) 2024 and notified the patient to avoid this specific lot number. Reporter stated that 49 catheters from their home supply have mismatching lot numbers on the packing and they were unable to identify which catheters had the defective lot number. It was noted that the given lot# was ngjv0660. Per follow up via phone on 28jan2025, it was reported that the lot # on the foley was ngvv0660 and on the package was the lot#ngjv1075. The customer stated that he receives the supplies from adapt health. Adapt health replaced the defective foley but those was misbranded also. The lot numbers on the package did not match the lot number on the foley. Customer had a total of 49 foley with mix matched lot numbers and he was advised by his insurance (bcbs anthem) to discontinue use of the misbranded foleys. The customer also wants to be reimbursed for the trips to the ER, gas, food, hotels, trip(s) to the (B)(6) clinic in (B)(6). Per customer follow up on 13feb2025, it was reported that they had a lot of medical appointments and were headed to the (B)(6) clinic for a week today. They would be in touch when they return and were still waiting for a manager to call them and were not sure why despite the numerous times, they have talked to customer service people that they can never get what happened right. And they have not heard about the replacements for the defective lot and the misbranded products or recouping our costs as a result of the defective balloon. In the past when they had defective products, for example a g tube, the manufacturer has seemed to be more concerned and responsive with their communication and replacement of products.

Manufacturer narrative:
The reported event was inconclusive. No actions can be taken at this time since a root cause was not identified. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned photo sample noted one opened (without original packaging), used silicone foley. Visual inspection of the photo sample noted that due to the poor condition of the photo sample the reported failure could not be evaluated therefore this investigation is considered inconclusive. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: instructions for use: follow your facility protocol for all processes related to catheterisation, re-catheterisation, stabilization and urine collection follow aseptic procedures outlined by your local hospital or healthcare facility. Thoroughly wash hands, wear sterile gloves, and use aseptic technique whenever handling the catheter or catheter components during insertion. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Insertion 1. Wash hands. 2. Use aseptic technique to prepare the patient for catheter insertion. 3. Use aseptic technique to remove the catheter from package. Connect catheter to urine collection container as needed. 4. Lubricate the catheter. If hospital policy permits, it is possible to inject lubricant into the urethra. 5. Catheterize the patient using dominant hand. 6. When catheter tip has entered bladder, urine will flow through the catheter. A. For female anatomy, insert catheter approximately 5 cm (2 inches) more. B. For male anatomy, insert catheter all the way to bifurcation. 7. Inflate the balloon with pre-filled water syringe if included. A. If pre-filled syringe is not included, then use a slip tip/luer lock syringe to fill catheter balloon with sterile water. Do not use needle. B. Do not exceed recommended capacities as stated on the applicable labeling. C. The chart below provides additional information on inflation volume and balloon size. D. Inflation volume (a) incorporates the volume required to pass through lumen and fully inflate the specific balloon size (b). 8. Gently pull the catheter until the catheter balloon is snug against the bladder neck. Removal 1. Wash hands. 2. Gently insert a luer slip tip syringe into the catheter valve. A. Never use more force than is required to make the syringe stick in the valve. 3. Allow the pressure within the balloon to force the plunger back and fill the syringe. A. If you notice slow or no deflation, re-seat the syringe gently. 4. Use only gentle aspiration to encourage deflation, if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. 5. If balloon does not deflate, contact trained professional for assistance, as directed by hospital protocol. 6. After balloon is fully deflated, remove catheter, and dispose of in accordance with hospital policy. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.